Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The reported event does not indicate a manufacturing defect and the finished product lot was verified to meet quality requirements and was released for commercial use in accordance with srm procedures. At this time, it is unknown if the reported event is due to procedural issues, patient resistance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that one hour after a right transcarotid artery revascularization (tcar) procedure, the patient experienced a stroke. The patient passed the neurology check upon waking up from the procedure before the stroke occurred. Imaging revealed thrombus within the stent and at tcar access site. Further, it was noted that the thrombus had embolized in the branch of the middle cerebral artery (mca). The physician explanted the stent via a carotid endarterectomy (cea) procedure. At this time, it is unknown if the patient's symptoms have resolved. This event is being reported out of abundance of caution, as the reported event could be related to procedural issues, patient resistance to medication, or a silk road medical device.